Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12139. It was reported one of the patient's occipital leads (off label use) had migrated. The physician repositioned the right lead and anchored both leads. The patient reported effective stimulation therapy post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.